Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the reported complaint. The instrument was found to have a broken grip at the grip base. Broken material, approximately 0.69" x 0.21" was returned by the customer. No material appeared to be missing as the broken assembly was pieced back together. The root cause is attributed to applying excess force to the instrument jaws. A review of the instrument log of the force bipolar (part # 471405-06/ lot # k11211018-0062) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk4743. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted incisional hernia ipom surgical procedure, it was alleged one of the grasping tips of the force bipolar instruments snapped off in the patient's abdomen. The customer was able to retrieve the fragment in the same procedure. There was no injury to the patient reported, however, unintended items falling inside the patient may require surgical intervention, contributing to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, one of the grasping tips of the force bipolar instruments snapped off in the patient's abdomen. The customer visualized the broken piece and removed it from the patient. An x-ray was to be performed at the end of the case to confirm all pieces were found and removed from the patient. The procedure was completed. The instrument reportedly had 10 uses remaining out of 12 total. On 28-jan-2022, intuitive surgical, inc. (Isi) obtained the following information from the robotics coordinator: the instrument was inspected before use and nothing out of the ordinary was observed. The fragment was retrieved in the same procedure with an atraumatic grasper (non isi product). The instrument broke approximately 60 - 90 minutes into the procedure. The surgeon was grasping tissue when the instrument broke. The procedure was completed robotically and there have been no reports of any complications post-procedure due to this issue. Both the fragment and the instrument will be sent back to isi. The surgeon decided not to do an x-ray because the fragment was retrieved successfully.